Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer accidentally selected the load cartridge button. The customer's blood glucose (bg) level was 300mg/dl and a correction bolus was to be delivered to address the bg level. The customer performed the load sequence once more to resolve the issue and successfully resumed insulin deliveries.